Manufacturer narrative:
27-nov-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Tampon half stuck inside-vagina [foreign body in reproductive tract] removed a tampon and half of it ripped off and got stuck inside me [complication of device removal] half of tampon including string ripped off [device breakage] case description: consumer sent e-mail stating she removed a tampon and half of it, including the string, ripped off. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon half stuck inside-vagina [foreign body in reproductive tract]. Removed a tampon and half of it ripped off and got stuck inside me [complication of device removal]. Half of tampon including string ripped off [device breakage]. Consumer sent e-mail stating she removed a tampon and half of it, including the string, ripped off. No serious injury was reported.